Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During the procedure, the helix of the right atrial lead could not be extended or retracted. The lead was replaced to resolve the issue. The patient was in stable condition throughout the procedure.